Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. A mitraclip was placed successfully, during deployment of the mitraclip it was not possible to confirm if the clip was separated from the steerable guide catheter (sgc). The arm positioner before deployment was in the neutral position. Troubleshooting was performed for less than 10 minuets successfully through removing the gripper line, and angulation improvement. The final mr was grade 1. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.